Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's main keypad assembly as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device keypad would not work at all. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.